Event description:
The customer contact reported the pt received more medication than intended. At approximately 1900, the device was programmed to deliver lipids at a rate of 20ml/hr, with a dose limit of 240ml, and a duration of 12 hours, and the delivery was started. After approx 2 hours, the device alarmed with an unspecified alarm. At this time, the nurse noted the lipids container was empty. The physician was notified. The pt was monitored for an unspecified length of time. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. The customer contact reported the lipid therapy had been completed for the day. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.2ml from an expected delivery of 20ml. Delivery accuracy for this device required delivery of 20ml +- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The technology of the plum 1.6 list #02507 does not contain a device history that provides past programmed settings. Hospira is unable to confirm if the device was programmed to deliver with the intended duration of 12 hours as reported by the customer. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).